Manufacturer narrative:
Lead model 3889-28, lot #v596737, implanted: (B)(6) 2010, explanted: (B)(6) 2011; programmer model 3037, serial #(B)(4).

Event description:
It was reported the patient had a lack of therapeutic effect, and there was no known accident or incident related to the event. The health care professional (hcp) later reported impedances on all electrodes 0-3 were >4000 ohms and the patient had no response on any lead. The hcp attributed the event to the lead, and the entire device system was replaced. Afterwards the patient had "good responses," and the patient recovered without sequela.